Event description:
During a follow-up in-clinic, episodes of noise resulting in over-sensing were observed on the right ventricular (rv) lead. Provocative testing was performed, and the lead noise was not reproduced. Rv lead damage is alleged but unable to be confirmed. No intervention has been performed at this time. The patient was stable with no consequences and will continue to be monitored.